Manufacturer narrative:
Title staple line reinforcement during sleeve gastrectomy with a new type of reinforced stapler. Source minerva chirurgica. 73(2) (127-32), 2018. Date of publication: 01 feb 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Pli10- according to the reporter, during laparoscopic sleeve gastrectomy surgery, there were 187 patients that the standard reload group were used and complications included re-operation for 2 patients due to staple line leaks was reported. Staple line bleeds were also noted in 78 patients. Pli20-according to the reporter, during laparoscopic sleeve gastrectomy surgery, there were 103 patients that the reinforced reload group were used and staple line bleeds were noted in 23 patients.